Manufacturer narrative:
Concomitant medical products: product ID: w1dr01 ipg, implant date: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also noted that the atrial capture could not be confirmed on the current electrograms (egm). The ra lead remains in use. No further patient complications have been reported as a result of this event.